Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient alleges that the infusion device was delivering a different amount of insulin that what was programmed. The patient also reported experiencing air bubbles in the insulin cartridge. The patient switched to a different device and he did not have any problems with the new device. No adverse event was reported. The infusion device was requested to be returned for product evaluation.